Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that 5 months after implantation, the patient's chait catheter became loose at the external component. The patient's mother also reported that they had been turning the catheter frequently, which may have contributed to the loosening. There were no injuries or additional procedures reported. However, the device was returned and examined, revealing that the catheter was fractured halfway around its circumference at the trap door connection.